Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution se would not flow during patient infusion. The unspecified "medication' would not infuse through the line. It was further reported that the solution "would not drip via gravity or via pump". The intravenous site was checked with no issues noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed according to product specifications. Functional testing was performed which included a pressure test and a clear passage test with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.